Event description:
In 2008, the patient reported experiencing air bubbles in her insulin cartridges as soon as they are inserted into the infusion device. She began use of the infusion device 10 days ago. She stated that she uses room temperature insulin and properly adjusts the piston rod prior to insertion. She was advised to attach the adapter and infusion tubing prior to inserting the cartridge into the infusion device. She stated that there is a "fingernail" width gab between the adapter and the infusion device. She was educated how to properly tighten the adapter. The patient was instructed how to prime the air from her current insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.